Manufacturer narrative:
Although while on-site, the field service engineer (fse) could not confirm when the mount was assembled or by whom, a review of the device's service history does not indicate that the mounting of the device was performed by philips. Therefore, we are considering that the customer likely mounted the device incorrectly.

Manufacturer narrative:
.

Event description:
The customer reported that the flex cardio device is no longer attached to the table. Customer reports that the nuts came off of the bolts, which were reportedly too short. Customer advised that the bolts used hardly protrude through the plate enough to thread the nut. Customer is requesting service onsite to re-mount the device. There was no reported patient or user impact.